Event description:
During a routine check of the iabp, the customer observed that the iabp keypad leds were inoperative. No patient was involved.

Manufacturer narrative:
The company representative replaced the overlay main keypad (part number: 0330-00-0039-01), the keypad assembly cs100/300 (part number: 0331-00-0119), and the pcb keypad controller (part number: 0670-00-1145). A complete preventive maintenance was performed with a full calibration, functional testing and safety check to factory specifications. It functioned normally and was returned to the customer. (B)(4).